Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) at the maximum output. Subsequently, the patient underwent a revision surgery in which this ra lead was surgically abandoned and replaced. During this surgery the pacemaker was also replaced due to normal battery depletion. No additional adverse patient effects were reported.